Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow-up report. At this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a supplemental report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator experienced a critical malfunction. At this time, it is unknown if there was any patient involvement associated with the reported issue.